Event description:
Sunone disposable laryngoscope handle failed to illuminate when a mac 4 blade was attached for use during an intubation. Several attempts were made to re-attach the blade to the handle. The handle failed to illuminate.